Event description:
Boston scientific received information that during a routine follow-up, the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular defibrillation lead exhibited a gradual increase in shock impedance since (B)(6) 2010 with some measurements greater than 125 ohms. Lead integrety testing was performed and revealed shock impedances of 115 ohms. It was also noted, that in (B)(6) 2010, a revision procedure had been performed and the rv lead was repositioned with normal measurements. A boston scientific technical service consultant was contacted. The device and lead remain in service and the patient will be montiored closely. No adverse patient effects reported.

Event description:
On (B)(6) 2011 another latitude red alert was declared due to continued out of range high shock impedances. In addition, further information was received that in (B)(6) 2010 a revision procedure was performed as the lead parameters had changed; the r-wave had decreased due to lead dislodgement. The lead had been repositioned at that time with normal measurements. The pacing system remains implanted. No adverse patient effects reported.

Manufacturer narrative:
The device and lead remain implanted. A boston scientific technical service consultant reviewed printouts and a save to disk and discussed that all the rv electrical parameters look stable since implant time while shock impedance was gradually increasing over time after the lead revision period. As many daily measurements occurred at greater than 125 ohms, it is suspected a mechanical lead issue or a lead connection issue. Nevertheless no noise has been observed in real time or stored egm in the last year. The patient hasn't received a shock since (B)(6) 2010. It was advised to perform lead integrity testing at maximum energy or at least not less than 1.1 joule to verify actual rv lead real shock impedance. The patient is fine and will be enrolled in the latitude system in the near future. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.